Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during priming. Blood glucose level at the time of the incident was 435 mg/dl. Blood glucose level at the time of the call was 372 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.